Event description:
Co received the report from ballard medical products about this event. The sample port cap of the hmef (heat and mositure exchanger filter) had come off of the hmef, after the patient had been moved around quite a bit. No one noticed that the cap had come off. The care giver discovered an incident when returning to the patient's room, not from a ventilator alarm. Ventilator air was escaping through the sampling port, which had a missing cap, and the patient was turning blue. The care giver also indicated that the patient almost died. No additional patient problems or residual effects were noted. Datex-ohmeda finland or ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.